Manufacturer narrative:
Complaint conclusion: as reported, a powerflexpro (6mm4cm 80) balloon ruptured. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A device history record (DHR) review of lot 17686683 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a powerflexpro (6mm4cm 80) balloon ruptured. There was no patient injury reported. The device will not be returned for analysis.

Manufacturer narrative:
Updated complaint conclusion due to product analysis received on 2-nov-2018: as reported, a 6x40mm 80cm powerflex pro percutaneous transluminal angioplasty (pta) catheter balloon ruptured. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. One non-sterile powerflexpro 6mm4cm 80 balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon was observed with a complete axial burst from the proximal to the distal areas of the balloon. A functional test was performed on the balloon unit received. However, a leakage due to the balloon burst was observed. Sem analysis was performed to the received piece of the balloon unit to identify the possible root cause of the burst on the balloon. Sem results showed that the balloon¿s internal surface and marker bands did not present any evidence of damage or defects. However, the external surface presented evidence of scratch marks near the balloon burst area. It is very likely that the same factors that caused the scratch marks on the balloon¿s outer surface could have also contributed to the burst condition found on the received balloon. No other anomalies were found during analysis. A device history record (DHR) review of lot 17686683 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was confirmed through analysis of the returned device. However, the exact cause of the rupture observed could not be conclusively determined during analysis. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon as evidenced by the scratched marks noted during sem analysis. Additionally, the product engineering team was made aware of this event. Based on the conclusion which originated during the powerflex pro validation; the balloon¿s anomalies listed could not be shown to be a direct cause of a premature balloon burst. Additional factors can be considered, such as external agents in contact with the balloon and applied pressure used during handling. The manufacturing process have the controls for identification of this kind of damages. The lot met all manufacturing specifications. No manufacturing issue can be concluded. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.